Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said that they have had so many problems with the device and they have wasted so much time with it. Patient said that the device has been a constant pain in the ass and they would like to have it surgically removed. Patient mentioned that they had bladder infections and had been draining their bladder. Patient also said that at the beginning they had problems with bladder infections but they think that had a lot to do with having a catheter on and it building up in their bladder and they don't know. Patient stated they have not been using ins for weeks, but have an MRI next week and need to activate MRI mode. Patient said the recharger will connect and show excellent connection and a low ins battery but then after about 30 min they see error code 4101. Patient was not able to connect to ins with communicator either as they had not been able to charge ins successfully. The issue was not resolved through troubleshooting. Repair request sent to replace recharger. Patient directed to follow up with hcp if issue persists with new recharger. Additional information was received on 2025-feb-18, the patient called back stating they got a replacement wr and are still getting code 4101. Patient said they have charged the ins for the 30 mins like the screen recommends 2-3 times and each time they get the 4101 code. Patient said they didn't charge the ins for a month. Patient is scheduled for a MRI on friday. Patient tried to connect to the ins using the communicator and got the device not responding message. Redirected patient to hcp to have the device checked.